Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29july2019. The product support engineer provided parts ID for the flow sensor assembly and discussed installation. The flow sensor assembly was replaced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that air flow testing failed at zero with a average air standard liter per minute (slpm) reading of 5. The customer reported no patient involvement.